Event description:
It was reported that the programmer was unable to interrogate a particular model of implantable devices. The radiofrequency (rf) programmer head was replaced but interrogation was still not possible. The programmer was changed out and the new programmer successfully interrogated the device. When the rf head from the first programmer was tried on the new programmer, the device was again unable to be interrogated. A known good rf head was tried with the original programmer and it was still unable to interrogate the device. The original programmer and rf head were both returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).